Manufacturer narrative:
This lot was manufactured (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a cut in the tubing. Pressure test and clear passage under water testing was performed and noted a leak from the cut in the tubing. The reported condition was verified. The cause is a machine issue in the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: 03/09/2017 - 03/10/2017. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed using naked eye. Pressure test and clear passage under water was performed and failed due to leaking from a hole in the tubing. Visual inspection noted an incomplete assembly (tubing was not totally inserted into the chamber port) between tubing and drip chamber, the hole was caused by incorrect assembly of components, also, it was noticed the application of solvent was uniform on the tubing, therefore the potential cause is incorrect distance of docking between components and tubes. The reported issue was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak around the clear plastic connector of a clearlink solution set during priming. The leak occurred at the connection between the tubing and the filter. This was observed during priming with normal saline. The set was not being used with a pump or power injector. There was no damage or defect noted on the set or its packaging. There was no patient involved. No additional information is available.